Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of a peripherally inserted central catheter (PICC), resistance was encountered while advancing the dilator and peel-away sheath following skin dilation. The dilator and peel-away sheath were removed, and a deformity of the sheath was observed. The procedure was subsequently completed without complications. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond removal of the affected devices. Good faith efforts were made to obtain additional information regarding the reported device issue; however, no further details were received from the user facility.